Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) defib conductor fractured; full lead returned and analyzed.

Event description:
It was reported there was high lead impedances of greater than 200 ohms. The lead was explanted and replaced. No patient complications were reported as a result of this event.